Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2020.

Event description:
It was reported that catheter break occurred. The target vessel was located in coronary artery. A runway guide catheter was selected for coronary angioplasty. During preparation, the guide catheter broke. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that catheter break occurred. The target vessel was located in coronary artery. A runway guide catheter was selected for coronary angioplasty. During preparation, the guide catheter broke. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
B3 date of event: event date was not reported and was approximated to (B)(6) 2020. Device evaluated by MFR: return product consisted of a runway guide catheter. Analysis of the tip and shaft included microscopic and visual inspection. Inspection revealed a kink in the shaft located 16mm from the tip of the device. Inspection of the rest of the device found no other damage or defect with the returned device.